Event description:
Written notification received from baxter france reporting 2 incidents of overinfusion involving 2 units identified with the same product code number and the same batch number. The first unit was filled with 1 gram of 5fu and normal saline for a total fill volume of 48ml. The actual infusion time for this unit was 18 hours instead of the expected 24 hours. The second unit contained 48ml of solution consisting of 1.4 grams of 5fu and ns. The actual infusion time for this unit was 12 hours instead of the expected 24 hours. Per reporter a different patient was involved in each incident. Also, the reporter states that no patient injury occurred and no medical intervention was required in either one of the incidents.